Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an partial electrical reset occurred on the implantable pulse generator (ipg). It was noted the patient was lost to follow up for the previous two years. The ipg remains in use. No patient complications have been reported as a result of this event.